Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level . Customer's blood glucose level was 51 mg/dl at the time of event. Customer's blood glucose level was 130 mg/dl at the time of call. Customer was treated with food for low blood glucose level. It was unknown that auto mode feature was active or not at the time of event. Customer declined the troubleshooting for low blood glucose level. Customer stated that they received change sensor and calibration not accepted alert. The device will not be returned for analysis.